Event description:
A review of service data detected a reportable problem. During servicing, battery charger/modem sn (B)(4) would not power up. The last pt to use this battery charger/modem did ot report any issues.

Manufacturer narrative:
Device eval of battery charger sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. As received, the battery charger would not power on. Upon service investigation, there was an md5 failure during reprogramming of the charger, which is a flash memory failure. The cause of the charger not powering on was isolated to flash memory components u102 and u105 on computer/analog board sn (B)(4). The flash memory had an intermittent bga connection. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the defective components. The last pt to use this battery charger/modem did not report any deficiencies.